Event description:
On (B)(6) 2007, patient went in for treatment of aaa. This case involved an extremely obese patient with severe tortuosity. There was difficulty deploying the main body of the stent graft. After several manipulations, the physician realized that guidewire access was lost. The guidewire was readvanced and the stent graft was deployed. During retraction of the delivery system, at the aortic bifurcation, the delivery system separated. The delivery system was removed; the guidewire came out inadvertently. While inserting a 16fr sheath on ipsilateral side in an attempt to retrieve the proximal end of the delivery system, the 16fr sheath inadvertently pushed it too into thoracic aorta. The physician was able to snare and remove the proximal end of the delivery system. After the case, the patient had lost lots of blood, was hypotensive, and sent to the ICU; also had to be resuscitated in recovery. It was reported on (B)(6) 2007 that the patient expired on (B)(6) 2007. The patient 's family withdrew the patient from care in the ICU. Cause of death was acute respiratory distress syndrome and pneumonia.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event. The hospital inadvertently discarded the device.